Manufacturer narrative:
Amulet laao registry reports 3 patients with pneumothorax not requiring intervention, pneumothorax requiring intervention. No devices were returned. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D6a. The earliest implant date was usedna.

Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 3 pneumothorax not requiring intervention and pneumothorax requiring intervention adverse events which are considered serious injury. The relationship of the serious injury to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between 07 sep. 2022 ¿ 14 dec. 2022. Patients¿ mean age is 83 years, ranging from 79 - 88 years. 33% of the patients were male, 67% of the patients were female.